Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 17-aug-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal morphine (unknown) 12.5 mg/ml at unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. The company rep reported that the patient had not felt therapeutic relief for the past 6 months. The company rep stated nothing appeared abnormal in the logs but physician opted to do a roller study today and found the motor had not moved even 60 degrees. The company rep stated they were unable to perform a dye study because they could not aspirate at the catheter access port (cap). Also, one month ago there was a volume discrepancy where they expected the reservoir to have 6ml and they got back 38ml. The patient would be scheduled for replacement and revision.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient initially reported the event to the rep. The cause of the volume discrepancy, inability to aspirate the cap, and the possible stall were unknown. No date had been set for the replacement.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), and product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.